Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. Following the deployment, the pt's pulses diminished. The pt was taken to special procedures and collagen was retrieved from the artery. The pt did well and was discharged a few hours later. Through discussing with the operator during the case, it was concluded that a small portion of the sheath may have entered the artery during the deployment and no bleed back from the sheath was seen due to strong proximal pressure was being applied at the time. No further complications were reported.